Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) from the right eye due to unexpected postop refraction and blurry vision. No further information was provided. A second MDR will be provided for the patient's companion eye.

Manufacturer narrative:
(B)(4).the manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 21.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed that the returned sample was covered with contaminations; no optical deviations on the optic could be found. The appearance of the iol is consistent with one that has been explanted. A diopter measurement was performed and found to meet specifications. (Diopter d=21.5) this is in compliance with the labeled dioptric power 21.5 diopter of this lot number. The zmb00 with serial number (B)(4) passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process, therefore no production related cause is expected. All pertinent information available to the manufacturer has been submitted.